Event description:
There is a potential for erroneous white blood cell (wbc), differential, retic and/or nucleated red blood cell (nrbc) results to occur in the dxh800 instrument, when the sample aspiration module (sam) mechanical diagnostic cycle "simulate cndr cycle" is executed. The issue was discovered during in-house testing, no erroneous results were reported out. There was no death, injury or change to patient treatment associated with this event.